Manufacturer narrative:
Unit passed displacement test and self test. Unit received with unexpected battery power loss and had high sleep current and high active current, problem isolated to pcb 2.

Event description:
The customer reported via phone call that insulin pump had low battery alarm. The customer's blood glucose value was unknown. The customer noted replace battery alarm in alarm history. The troubleshooting was done for low battery. The insulin pump will be returned for analysis.